Event description:
Bad flush lever. (The quantity was not changed even when the lever was pulled up or not).

Manufacturer narrative:
The complaint bad flush lever could not be confirmed. A failure analysis was conducted to identify the cause of the report failure. Evaluation methods employed included visual inspection and functional testing of returned device, documentation and internal manufacturing process review, and complaint trend analysis. From the failure investigation and available information on the reported incident, and since the returned assembly was fully functional, we could not determine the cause of complaint. Since the returned kit was fully functional, no corrective action and preventive action required. Sales is recommended to inform user to provide the affected lot number in the future to conduct a thorough investigation. Future complaints would be monitored to evaluate trend for investigation.